Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer reported incorrect information in the previous report. The following correction has been updated in this report: in previous report missed to capture allegation in b5 verbiage and it was captured in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged headache. There was no report of patient harm or injury. The patient required no medical intervention. In box h: patient outcome code grid has been corrected in this report. 510k and recall (z) number was updated in this report.